Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient's ins was running out of charge faster. Patient also stated that they had programming changes and understands that is likely effecting his ins battery longevity. No symptoms were reported. No further complications were reported or anticipated with this event.